Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, while the physician was manipulating the farawave nav and adjusting the wire (starter) toward the right superior pulmonary vein, the wire became stuck midway and could neither be advanced nor withdrawn. Initially, it was suspected that the wire might be wedged in the pulmonary vein tissue; however, it was later confirmed that the wire was actually stuck and fixed within the catheter. The catheter and wire were removed but the wire remained immobile. Therefore, the entire farawave nav and starter set was replaced and continued the procedure without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: when the catheter was first received at boston scientific's post market laboratory it was visually inspected which revealed the guidewire was still inserted and the guidewire was stuck. The tip of the catheter was examined under a microscope and tissue was seen at the tip, trapped between the guidewire and the lumen of the catheter. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave' risk documentation was completed and confirmed that the event of a stuck guidewire and tissue damage was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to the event, as tissue being trapped in the tip of the catheter is indicative that the catheter was deployed, undeployed, or retracted along the guidewire while in contact with the patient's tissue.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, while the physician was manipulating the farawave nav and adjusting the wire (starter) toward the right superior pulmonary vein, the wire became stuck midway and could neither be advanced nor withdrawn. Initially, it was suspected that the wire might be wedged in the pulmonary vein tissue; however, it was later confirmed that the wire was actually stuck and fixed within the catheter. The catheter and wire were removed but the wire remained immobile. Therefore, the entire farawave nav and starter set was replaced and continued the procedure without patient complications. The device is expected to be returned for laboratory analysis.